Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The reporter indicated that a vitrectomy procedure was performed and completed for a rhegmatogenous retinal detachment of a patient's right eye. Two days postoperatively the surgeon observed intense inflammation such as anterior chamber fibrin and vitreous clouding. The ophthalmic surgeon also observed retinal hemorrhage and sheathing of vessel on vascular. The patients hospitalization was prolonged as bacterial endophthalmitis was confirmed. A vitrectomy procedure was performed and the patients symptoms resolved.

Manufacturer narrative:
This is the fifth complaint for the finish goods lot and the first for this issue. The device history record review shows the order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. No action will be taken for this occurrence, as the root cause is unknown. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. (B)(4).

Event description:
An ophthalmic surgeon reported that endophthalmitis was confirmed in a patient's eye after vitreous surgery. Additional information has been requested. The sample is not available because it was discarded by the facility. Additional information was received. The reporter indicated that a vitrectomy procedure was performed and completed for a rhegmatogenous retinal detachment of a patient's right eye. Two days postoperatively the surgeon observed intense inflammation such as anterior chamber fibrin and vitreous clouding. The ophthalmic surgeon also observed retinal hemorrhage and sheathing of vessel on vascular. The patients hospitalization was prolonged as bacterial endophthalmitis was confirmed. A vitrectomy procedure was performed and the patients symptoms resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that endophthalmitis was confirmed in a patient's eye after vitreous surgery. Additional information has been requested. The sample is not available because it was discarded by the facility.